Event description:
A malfunction was reported on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating it was within a normal range. Technical support provided information on how to reset the pump and assisted the caller in doing so. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if the issue reappeared.